Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that multiple no delivery alarms were received. The customer's blood glucose reading was 598 mg/dl and then went down to 350 mg/dl at the time of incident. The customer was advised to run a fixed prime and the insulin exited the tubing. Troubleshooting advised customer on proper insertion and site techniques. The customer was advised to call back if any further issues occur.